Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with their right ventricular lead showing an alert of low out of range impedance and ¿therapy may not be delivered¿. It was reported that the patient was in atrial fibrillation with rapid ventricular rate at the time. The patient then presented to the emergency room. No intervention was performed as the patient declined follow ¿ up and the patient was discharged.